Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source turns off during the procedure. The procedure was completed, but with difficulty. There were no serious events or consequences for the patient. However, the procedure took longer. Procedure was delayed by 10-15 minutes.